Event description:
On (B)(6) 2012, customer reported that the cigar drain in the ion selective electrode (ise) module, on the dxc 600i instrument, was overflowing. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer over the phone. Fse instructed the customer to remove the drain valve and upper valve. Customer found debris in the upper valve, and cleared it. This resolved the issue.

Manufacturer narrative:
(B)(4).